Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 and a second patient sample tested with ise indirect cl for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in a cholesterol value of 13 mg/dl and repeated as 184 mg/dl. The second sample initially resulted in a cl value of 88 mmol/l and repeated as 110 mmol/l.

Manufacturer narrative:
The field service engineer determined the rinse level was low. The rinse level was adjusted. The customer ran controls and all results were within the customer's specified ranges.

Manufacturer narrative:
Upon review of the alarm trace, an abnormal probe aspiration alarm was observed. This alarm is in indication of possible poor sample quality. The alarm trace also showed there were ise noise alarms , ise compensated limit alarms, calibration error, an abnormal measuring cell condition alarm, ise probe up/down alarm, reagent probe up/down and back/forth alarms, and a pressure sensor error. The investigation determined the service actions resolved the issue.